Event description:
Caller asking if it's possible that this patient's atrial lead is undersensing at times? " explained that it is possible based on sensing tests and atrial sensitivity setting. Recommended that they test the patient's atrial lead to confirm appropriate sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).